Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided product and lot combinations found previous similar reports. A previous DHR review did not reveal any related manufacturing deviations or anomalies on the reported lot numbers . (B)(4) has been undertaken to investigate further.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added: b5, d4 and h6 patient code: no code available (3191) used to capture the medical device removal

Event description:
The patient underwent a right knee revision due to pain and tibial tray loosening at the cement to implant interface. The surgeon noted some lysis posteriorly in the knee as well as debriding posterior scarring and fibrous tissue around the femur. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014 dor: (B)(6) 2016 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2016.

Event description:
Patient was revised to address pain, tibial loosening and subsidence. The loosening interface is unknown. Depuy cement was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address pain, tibial loosening and subsidence. The loosening interface is unknown. Depuy cement was used. Doi: (B)(6) 2014 dor: (B)(6) 2016 (right knee). Update 12/08/2016 litigation received. There is no new information that would change the existing MDR decision. Complaint was updated 12/014/2016. On (B)(6) 2018 medical records reviewed. After review of the medical records for MDR reportability, the dor for the components on this complaint is (B)(6) 2016. There was no new information that would change the existing investigation. Doi: (B)(6) 2014 dor: (B)(6) 2016 (right knee).